Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy procedure, one suture of the loading unit had the needle broken in half and another needle came off and was left on the patient. X-ray was performed for the express purpose of locating the component or confirming that all pieces were located. This resulted to extended surgical time of more than 30 minutes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy procedure, one suture of the loading unit had the needle broken in half and another needle came off and was left on the patient.